Event description:
New information received notes that the atrial lead again exhibited noise oversensing resulting in inappropriate mode switch.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's atrial exhibited inappropriate mode switch due to noise oversensing. No intervention was performed. There were no patient consequences.